Event description:
It was reported that the maestro drill with handswitch ran when the safety was engaged during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Event description:
It was reported that the maestro drill with handswitch ran when the safety was engaged during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Device evaluation in progress.

Manufacturer narrative:
During failure analysis, the reported event of the device running in safe mode was not confirmed. The device was serviced for preventative maintenance, and returned to the user facility.